Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging that the meter did not power on. He did not experience any symptoms at the time of testing and contacted a medical professional for advice. Md did not treat the pt. Batteries were in good condition and were replaced less than a year ago. Customer service was unable to resolve the issue and sent the pt a new meter. This case is being reported as a malfunction, since the power issue was not resolved.